Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (sweden) that a recently implanted lead had slipped through a recently implanted anchor. Both devices were implanted (B)(6) 2018. The patient underwent surgical intervention on (B)(6) 2018 where the anchor was removed and replaced. The patient is receiving effective stimulation postoperatively. Concomitant medical products: model 3189, scs lead, implant date unknown.